Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant was removed due to infection. There were no allegations related to the function of the deep brain stimulation device or therapy. Possible cause of infection was reported to be the patient¿s CPAP machine. Antibiotics were used to treat the infection.